Event description:
Dealer alleges the tilt actuator caught fire. The fire department was called to get the user out of the chair. There were no reported injuries or property damage.

Manufacturer narrative:
(B) (4) the pump was received and evaluated by baxter. The reported condition was not confirmed, and was not duplicated. Speaker and back-up beeper are operating within specification and are performing as designed when a failure occurs. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The uim (user interface module) software (B) (4), categorized as unremediated.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)the pump is avaiable and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility notified baxter of a colleague infusion pump with a reported condition of "no audible alarm." The reported condition occurred either during set up or while infusing on a patient. At this time it is unknown if there was any patient injury or medical intervention was necessary. There is no additional information available at this time.